Event description:
End user's husband states that his wife's rio lift stopped midway and did not fully lift her up. End user's husband states the lift is not used in the shower but is used in the living room to help his wife to get to a high enough position to stand up. End user states when the shower chair stopped half way his wife was sitting there stranded for 7-8 hours until someone was able to come and assist her with getting up.